Event description:
It was reported shortly after the pump was implanted, it "turned" and the pt had to have revision surgery. A mesh was used to hold the pump in place. As a result of the event, the pt "went through withdrawal". No specific symptoms were reported. Specific dates were not reported. The drug used in the pump at the time of the event was not reported. Additional info has been requested.